Event description:
Underdelivery reported. The pump was set to infuse an unspecified volume of tpn solution at 200 ml/hr overnight to a home care pt. In the morning, the pt noted that only approximately 1/3 of the bag had infused when the entire bag should have delivered. No alarms sounded. The pt did not experience any adverse effects. No further info was available.